Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part # 03.037.026. Lot # l234220. Release to warehouse date: december 29, 2016. Manufacturer: bettlach. No ncr's were generated during production. Visual inspection: the helical blade/screw coupling screw (part# 03.037.026, lot# l234220) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the proximal threads of the device were stripped. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: a functional assessment was performed on the complaint device with the returned mating device screw inserter (p/n: 03.037.025, lot number: l238795). The devices were not able to assemble, deformed threads might have contributed to the reported device interaction condition. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: a dimensional inspection for the received device was not performed due to post-manufacturing damage. Document/specification review: connecting screw for blade / screw: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the devices were not able to assemble. The potential cause for the device interaction condition could be due to deformed threads. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: is a field service engineer. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, before starting a trochanteric femoral nailing advanced (tfna) case at (B)(6) medical center, the technician and the sales consultant were preparing and assembling instruments, it was noticed that the screw insertion handle and the coupling screw would not assemble together. Despite the tech's efforts, he was unable to get the two parts together, essential to perform the surgery. A second instrument set were opened for an alternative. No patient consequence. This report is for one (1) helical blade/screw coupling screw. This is report 2 of 2 for complaint (B)(4).